Event description:
In response to the alaris 8100 recall, the hospital had some questions that required clarification to proceed. These questions included: on the july 2019, letter, the follow-up actions for biomedical engineering (number 1) include the statement: 'until the bezels affected by this recall are replaced, customers should inspect bezels of both priority 1 and priority 2 pumps as soon as feasible.' The hospital would like a definition on what kind of timeline fits with as soon as feasible. If a cracked bezel is identified during preventative maintenance or during a recall related inspection, what is the role of the hospital. The information below was the response a hospital representative received when calling bd: representatives from (B)(6) hospital spoke with customer support from bd-using customer support number (B)(6), and asked them to clarify the statement 'until the bezels affected by this recall are replaced, customers should inspect bezels of both priority 1 and priority 2 pumps as soon as feasible.' Per bd- the first letter said no rush- 12 mo for priority 1 and 36 mo for priority 2. If the pumps come into the biomed shop for any reason they should be inspected before getting sent back out. It is ok for the hospital to look at the pumps on their scheduled pm. Any bezels with that have a notch on them and is on the recall list can be marked off the recall list by the hospital and the serial number information can be sent to bd using the recall from provided by bd. Any pump with the notched bezel does not have to be sent back to bd for inspection. If we run across a pump with the old bezels we can call bd and they will send us a new bezel at no charge and once replaced the hospital can remove that pump from the recall list.